Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ peripheral IV catheter had the cannula break while in the patients vein. Surgical intervention with anesthetic was required to remove the foreign body.

Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. The reported defect was not observed in the returned photo as it was unclear. Two (2) actual samples without cannula assembly and packaging were returned for investigation. A v-shaped cut was observed on the broken edge of the tubing of sample 1. No abnormalities were observed on the tubing of sample 2. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: the broken catheter could have been probably caused by needle thru catheter (cannula pierced through catheter) or cut by a sharp object. From the observation above, the v-shaped cut could have been resulted by the cannula pierced through catheter. Cannula pierced through catheter could have occurred during the assembly process of catheter tubing and cannula or during product application when the product was manipulated. The tubing hence lost its tensile strength and when withdrawing, it breaks. However, there is an automated vision inspection system that can detect and reject product with cannula pierced through catheter in the assembly machine. There is also an automated vision inspection system that will detect and reject parts that are not meeting the lie distance requirement. If the cannula pierced through catheter had occurred in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. Based on the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. Besides, there is a catheter pull test inspection performed as part of the outgoing inspection. No broken catheter of similar characteristics, with the returned sample, was observed during the test performed. Based on the investigation and analysis, the root cause of the reported nonconformance is not the assembly process.

Event description:
It was reported that a bd insyte¿ peripheral IV catheter had the cannula break while in the patients vein. Surgical intervention with anesthetic was required to remove the foreign body.